Manufacturer narrative:
Concomitant medical products: 409258 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning triggered due to high impedance on the right atrial (ra) lead. In addition, the lead exhibited chronically elevated thresholds. The lead remains in use. No patient complications have been reported as a result of this event.